Event description:
The patient is a female who underwent left cochlear implant in 2001. She has done well, however, six days prior to surgery the implant stopped functioning. This was determined to be an internal device failure. Pt required replacement of device.